Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up to high blood glucose; he attempted to bolus but the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 414 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The customer was able to prime with the same infusion set and reservoir. The customer was advised that the insulin pump is working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. Nine reservoirs will be returned for analysis and five replacement reservoirs will be shipped to the customer.